Event description:
It was reported by a customer that the tracheostomy tube cuff was found to be perforated. Although requested, it is unknown if re-cannulation was required, and further information will not be forthcoming. There was no reported patient injury.

Manufacturer narrative:
The reported tracheostomy tube was discarded by the customer.(B)(4)